Event description:
Event description guidant received information that this atrial lead was explanted due to a large amount of noise on the lead causing a lead safety switch to occur in the device. It was thought there was a possible lead fracture. The pacemaker was electively explanted and replaced. It was noted tha there was a discrepancy in the battery status of the device; the longevity on the device reported it to be 1.5 years, and the battery gas gauge read greater than 50% battery life remaining. Another atrial lead(4469) was not implanted due to being bent when inserted into the sheath at implant.